Event description:
The pt underwent a left l3/4 discectomy and decompression using the baxano io-flex sys. During decompression with the 10 mm baxano io-flex microblade shaver device at the left l3/4 foramen, the superior articulating process (sap) fractured. The surgeon stated that use of a taylor retractor which had been hammered into the lateral aspect of the sap where it meets the base of the transverse process contributed to the bone fracture. The pt was reportedly doing fine post-procedure.